Manufacturer narrative:
The (B)(4) inspected 1 opened and or used reservoir performed manual prime test using a new lab infusion set along with 5xx pump. The reservoir passed per inspection and no occluded anomaly was observed during test. The reservoir connected and or locked in place properly.

Event description:
The customer reported via phone call of issues with occluded infusion set. The customer states their blood glucose level was 422mg/dl. The customer states the pump was not delivering insulin. The customer states no insulin was delivered during fill cannula and bolus. The customer was advised possible connection issue with set and reservoir may have occurred. The customer was advised reservoir would be returned and replaced for analysis.